Event description:
The patient's wife reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.